Manufacturer narrative:
E050304 and f1903 added to h6; f12 removed. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 70-year-old female with a pre-support clinical state consistent with scai shock stage e presented with acute myocardial infarction and cardiogenic shock, requiring impella cp support following cardiac arrest after lad stent placement in the catheterization laboratory. The device was implanted via right axillary/subclavian arterial surgical access, and functioned as intended throughout support, operating at p-5 with flows of approximately 3.3 l/min using d5w sodium bicarbonate purge solution. During support, the patient was noted to have dark red urine following foley catheter placement and underwent echocardiographic assessment with subsequent impella repositioning under imaging guidance by the medical team. On arrival from the catheterization laboratory, the patient exhibited diffuse mottling of all extremities; vascular surgery was consulted, systemic heparin infusion was continued with therapeutic acts, and vasopressors were gradually weaned. Although overall mottling improved, the right lower extremity, corresponding to the access side, remained intermittently dusky with variable doppler-detectable pulses, consistent with limb ischemia identified by pallor and color change. Contributing factors included high vasopressor requirements and concomitant antiplatelet and anticoagulation therapy. There was no imaging available to further characterize vessel status, and specific interventions for limb ischemia beyond medical management were not detailed. The patient survived to explant.

Manufacturer narrative:
B5 additional information was received.

Event description:
Additional information was provided on 25jun2026. It was a complicated case due to patient¿s high level of cardiogenic shock. For hemolysis, the urine was clear and yellow at time of arrival to or. The rn stated that there was no hemolysis present after the first day, and patient was low of clotting factors, those had since been replaced and they attribute it to traumatic foley insertion bleeding rather than hemolysis. As for the limb ischemia, after initial implant and transfer, doppler pulses were obtained. After explant they did explore the site and found a common femoral artery clot but vascular surgeon stated that due to its location and appearance, they think it was more recent (after patient getting products to clot) not from the impella insertion. Vascular surgery did remove the cp and close the site. Afterwards, doppler pulses were obtained in that leg.